Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055-100, lot# 493439, mfd. 16 jul 15, expires 2020-07, (B)(4). 2nd (middle): ifuse implant, p/n 7030-100, lot# 170795, mfd. 05 feb 14, expires 2019-02, (B)(4). 3rd (inferior): ifuse implant, p/n 7045-100, lot# 493437, mfd. 02 jul 15, expires 2020-07, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient initially had si joint pain relief before complaining of a recurrence of pain symptoms. A new surgeon thought that the implants may have been loose. In (B)(6) 2017, the surgeon performed a revision surgery where he removed all the implants using chisels as they were all solidly fixed in bone. The status of the patient following the revision procedure is not known.